Event description:
Reporter indicated that vns patient has experienced hoarseness since implant surgery. The patient reports that their voice is getting better slowly, but that patient sill cannot talk loud at all. Treating neurosurgeon reportedly indicated that it may take another 1 to 2 months for the patient's voice to recover and that this problem was not attributable to the surgery. Investigation to date has been unable to rule out permanent damage.